Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed a cracked battery compartment with corrosion inside the battery compartment. Leak testing revealed a battery compartment leak. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. A review of the black box indicates a battery voltage drop occurred on (B)(4) 2012 at 10:10am. The battery was not returned with the pump for investigation. The pump was exercised for 24 hours with no issues occurring. The pump was opened and there was evidence of internal moisture damage observed. The complaint regarding the temperature issue could not be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.